Manufacturer narrative:
Product code: dqx, (B)(4). Report source: foreign, health professional, user facility. Investigation - evaluation: a review of the complaint history, device history record, documentation, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used curved tefcor movable core wire guide was returned for investigation. The distal tip of the core is not connected to the distal weld. Core has withdrawn from coil distal tip approximately 4cm. Distal tip of coil is curved with a 10mm diameter (5mm radius). A document-based investigation was performed. Review of the device history record shows three nonconforming events that could contribute to this failure mode. There were no other reported complaints for this lot number. The wire guides are 100% inspected and verified, including the tip. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. There is no information from the customer regarding the handling of the device during removal from packaging that may have contributed to the device failure. There is no information regarding the shipping, package handling or storage of the device that may have contributed to the device failure. Based upon the information provided and the characteristics displayed, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that upon removing a curved tefcor movable core wire guide from the package, the user noticed a kink in the wire guide tip. Therefore, it was replaced with another device. Additionally, it was reported that the product problem was noticed prior to patient contact.